Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four months post a stent placement, the patient allegedly experienced pain and intermittent swelling in left leg. The current status of the patient was unknown.

Event description:
It was reported that approximately four months post a stent placement, the patient allegedly experienced pain and intermittent swelling in left leg. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation and no images were provided for review. Based on information available, the investigation is closed with inconclusive result. A definite root cause that may have caused the reported symptoms could not be identified. Labeling review: relevant labeling supplied with this product was reviewed. Based on instruction for use supplied with this product complications and adverse events which may occur were found addressed, e.g., allergic/anaphylactic reaction, hypotension/hypertension or pain. The venovo venous stent system is supplied with a patient card which references a patient information guide. For instance, the patient information guide highlights the importance of taking prescribed medication, keeping follow-up appointments and potential changes of lifestyle to increase chances for a healthier outcome and a more rewarding life. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.